Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v418176, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation and could not adjust stimulation. They experienced urgency. The stimulator was confirmed off. The patient did not know how it turned off, but they did have a CT scan two days prior to experiencing urgency. The patient could never get the programmer to work with the antenna. While on the call, the patient repositioned the antenna and programmer multiple times to connect. The stimulator was turned on and they felt stimulation. Two weeks later, the patient did not have concerns regarding their device or therapy. An appointment date of (B)(6) 2015 was noted.